Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant x-ray reveled right ventricle and right atrial lead had lost the slack. There was no lead dislodgment and patient was asymptomatic. Physician repositioned the lead by opening the pocket. Patient was stable before during and after the procedure.